Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: apex 2.5x10. Guide wire: runthrough hc. Guide cath: launcher ebu 3.5. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the target lesion was in the left circumflex (lcx). The vessel diameter was 2.5 mm, and the lesion length was 10 mm. The vessel had mild tortuosity, heavy calcification, a 90% stenosis, and was a de novo lesion. Predilatation was performed with a non-abbott balloon and the 2.5x12 mm xience v was delivered; however, due to the calcified lesion, the stent delivery system became stuck in the circumflex. Force was applied in the attempt to advance to the lesion and on angiography the stent implant appeared to be loose proximally on the balloon; however, the loose stent was not confirmed for sure. No resistance was felt during removal of the device from the patient. The procedure was stopped and the patient has been transported to another hospital for a rotablation procedure; however, due to dialysis, the procedure has not been performed yet. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the xience v stent delivery system (sds) noted fluid visible in the guide wire lumen and in the inflation lumen, consistent with preparation. The stent implant was stationary on the tightly folded balloon between the markers, not proximal as reported. There was no damage noted to the stent implant. There were several bends in the hypotube. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It is likely that interaction with the heavily calcified anatomy contributed to the reported failure to advance. It was reported that the xience v was advanced as resistance was encountered. It should be noted the xience v instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, remove the entire system as a single unit. Advancing the sds as resistance was encountered would have contributed to the stent moving on the balloon however return analysis was unable to confirm the reported movement. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for loose stents for this lot. There is no indication of a product quality deficiency.